Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the insulin pump had under delivering. The blood glucose level was unknown at the time of 269 mg/dl. The current blood glucose was incident. Customer treated with insulin pen. Customer alleging the insulin pump for under delivering. Customer declined to check air bubble and leak. The insulin pump will not return for the analysis.